Event description:
It was reported that pump displayed malfunction alarm and did not allow customer to access pump functions. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor confirmed that replacement pump was provided while original pump was to be inspected after confirming malfunction persisted on startup.